Event description:
The manufacturer representative reported when he interrogated the device in the box for a case, a power on reset message came up. The battery voltage was at 2.97v. The device will be returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.